Event description:
The customer received questionable results for three patients for multiple assays. Of the data provided, only the following results were discrepant. Patient 1 bilirubin direct initial result was 0.2 mg/dl, repeat result was 1.2 mg/dl. Total bilirubin special initial result was 0.7 mg/dl, repeat result was 1.7 mg/dl. A-amylase eps ver.2 initial result was 81 u/l, repeat result was 275 u/l. Lipase colorimetric initial result was 144 u/l, repeat result was 478 u/l. Patient 2 was a male patient. Aspartate aminotransferase (ast) initial result was 525 u/l, repeat result was 26 u/l. Patient 3 was a male patient. Cholesterol gen.2 initial result was 77 mg/dl, repeat result was 207 mg/dl. Hdl-cholesterol plus 3rd generation 5 mgdl, repeat result was 38 mgdl. Ldl- cholesterol plus 2nd generation initial result was 13mgdl, repeat result was 139mgdl. The initial results were reported outside the laboratory. No diagnostics were done based on the results. There was no adverse event. The amylase reagent lot number was 69251801 with an expiration date of 11/28/2014. The reagent lot numbers and expiration date of the other assays were requested, but were not provided. A specific root cause could not be identified. Based on evaluation of the provided instrument log, a lot of "clot detected" and "no fluid detected" messages occurred. The customer observed that the samples that were causing the errors were the samples being tested in cups. Overfilled sample cups may have caused the errors. The sample centrifugation time and speed was not proper and it was not strictly followed by the user. This may have caused gelclots or particles in the samples which could have blocked the sample probe needle.

Manufacturer narrative:
This event occurred in (B)(6).